Event description:
It was reported that this patient presented to the hospital after receiving multiple inappropriate shocks from this cardiac resynchronization therapy defibrillator (crt-d). After interrogation of this device, it was found to be operating in safety mode after three consecutive resets. Subsequently, this crt-d was explanted and replaced with a new one. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for investigation.